Event description:
The device was sent to stryker instruments for repair. During functional testing by a service technician at the manufacturer facility, it was found that the device spontaneously activated when the handswitch was not activated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.